Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from follow up and the investigation details. There were no health consequences or impact to the patient. A review of the risk document was performed for the investigation. The reported event is addressed, and based on this review, the risk acceptable; therefore, this event is not reportable. A sample was not available for evaluation. The root cause identified is "incorrect setup causing pad lines occlusion, e.g. Kinking". The reported event was confirmed use related as the reported event was corrected via proper connecting technique. A DHR review was not required because the investigation was confirmed as use related. The instructions-for-use were reviewed and found to be adequate. Attach the pad¿s line connectors to the fluid delivery line manifolds. See arctic sun® temperature management system operators manual and help screens for detailed instructions on system use. Begin treating the patient. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated that the arctic sun device was alerting low flow (alert 02). Flow rate (fr) was initially 0.3lpm. Guided to system diagnostics showed that the system hours were 1696, pump hours were 239, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 27 percentage, flow rate (fr) was 1.3lpm. Confirmed they repositioned the tubing as they were speaking. Advised to call back if the flow rate (fr) was dipped below 1lpm. Per follow up information received via task on 21nov2024, spoke with charge nurse who confirmed patient completed therapy with same device and pads. No notes if flow rate remained stable but would assume so if no further calls received. Biomed came to check on device after therapy completed and found no issues. Device remained in service and pads disposed of.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated that the arctic sun device was alerting low flow (alert 02). Flow rate (fr) was initially 0.3lpm. Guided to system diagnostics showed that the system hours were 1696, pump hours were 239, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 27 percentage, flow rate (fr) was 1.3lpm. Confirmed they repositioned the tubing as they were speaking. Advised to call back if the flow rate (fr) was dipped below 1lpm.